Event description:
It was reported to baxter that one (1) ce intermate lv250 device was observed with "hair in the balloon". This was discovered before filling. There is no patient involvement. No additional information is available.

Event description:
Customer reported receiving an adc meter reading of 9.7mmol/l which was higher than he felt he was, and dosed with insulin based on the readings. As a result it was reported that the customer lost consciousness. Customer's wife administered a glucose injection and rubbed glucose gel on his gums. Paramedics were called and transported customer to a local health care facility where he was diagnosed with hypoglycemia. There was no additional treatment reported.

Manufacturer narrative:
This is an initial report. Customer's products have been requested back for investigation and a final report will be submitted when the investigation is complete.

Manufacturer narrative:
The requested product was not received for investigation. The complaint is not confirmed. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.